Event description:
Tbm states that the cld is cant shift into gear, and during use it will shift out of forward and go into reverse. Tbm states this is an ongoing issue from (B)(6) of this year and we have replaced a part for the cld, the whole cld and even brought the chair in for repair and the issue is still not resolved. Advised tbm we can replace the patriot chair under warranty, tbm would like to get manager approval to switch to a different model.

Event description:
Tbm states that the cld is cant shift into gear, and during use it will shift out of forward and go into reverse. Tbm states this is an ongoing issue from february of this year and we have replaced a part for the cld, the whole cld and even brought the chair in for repair and the issue is still not resolved.

Manufacturer narrative:
Device returned and evaluated. The cld was found to be going into gear and then slipping out of gear. The device has been in for repair.

Manufacturer narrative:
Follow up to be sent if additional information is received.